Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea. The patient was placed under general anesthesia and underwent revision surgery on (B)(6) 2024, in order to reposition the device.